Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. The buffer pump was replaced which was determined to be the likely cause. There have been no further reports of discrepant results since the part was replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i2000sr analyzer.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect b12 results on two patients. Results provided: pt 1 = 1889 / 234, another instrument = 234; pt 2 = 1338 / 219, another instrument = 219. Normal range: 271-1000 pg/ml. No impact to patient management was reported.